Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During sleeve gastrectomy while transection of the stomach, the device was used with a "seamguard" as a reinforcement material. The stapler was unable to fire and unable to squeeze the handle. The reload was removed and another stapler was used to resolve the issue and complete the case. No patient injury was reported.